Event description:
Related manufacturer reference number: 2182269-2018-00105. During the procedure, noise was noted on the distal pair of electrodes. Troubleshooting including changing the pinbox and replacing the connecting cable but the noise remained. The catheter was replaced and the same issue occurred, but the noise eventually resolved spontaneously. There was a clinically significant delay during the procedure to troubleshoot, but the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One reflexion spiral catheter was received for evaluation. Electrodes 1-20 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise remains unknown.